Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was bent. Additional information was provided indicating that the event was possibly noticed upon opening the package but the reporter is not 100% sure. Additional information has been requested.